Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that cracked right and left plunger cases. During occlusion testing, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear; excessive dirty grease was found on worm coupling facets. Cleaned and greased the whole motor assembly, replaced leadscrew and clutch halves as a preventive measure. Performed occlusion testing which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.